Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing and the final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: unknown. Cfu:1 cfu. Bacterial identification: enterobacter species isolated. Sampling date: (B)(6) 2025. Sampling from: unknown. Cfuno growth. Bacterial identification: na. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the colonovideoscope was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.